Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient weight was not available for reporting. Additional device product code is nkg. Nkg, common name orthosis, cervical pedicle screw spinal fixation, could not be entered as primary product code due to system limitations. Please note that although this device description states this device is a screw, this device is a locking cap. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 because the screws at the right levels t1 and t2 and left level c2 were no longer secured to the rod. It was discovered that the associated locking caps were no longer secure and were loose which is what caused the rods to become unsecured from the screws. The patient initially underwent a level c2 - t2 posterior cervical fusion on (B)(6) 2015 using synapse 4.0mm rods and associated hardware. On an unknown date, an x-ray revealed that the rod was no longer secured. During the (B)(6) 2016 revision surgery, the surgeon removed all the locking caps and existing rods along with the left c2 3.5mm screw and replaced it with a 4.0mm screw. The surgeon also removed the t1 and t2 screws and replaced them with synthes universal spine system dual opening screws. The surgeon then cut and contoured new 4.0mm and 6.0mm rods and connected them to the screws. The procedure was completed successfully with no reported patient harm. This report is 2 of 3 for (B)(4).